Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor component neck broken. Missing broken part. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that the sensor had sensor error. The customer¿s blood glucose was 143 mg/dl. The sensor will be returned for analysis.